Event description:
On (B) (6) 2010, a (B) (6) female was in the operating room for laparoscopic cholecystectomy. The trocar unit which is placed in the abdomen and inflated, did not deflate using the syringe at the conclusion of the procedure. The surgeon punctured the trocar unit and removed it with no problem. No pt harm. Not an operator error. Sales rep was in the dept at the time of procedure and was advised of malfunction. The involved trocar was checked by the operating room tech and found to be in good working condition, prior to its use in this case.